Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the event. The patient was treated with unspecified intravenous antibiotics (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was discontinued (either one or two days post event onset) and the patient was awaiting a hemodialysis shunt. At the time of this report, the patient remained hospitalized, remained on antibiotic therapy, and was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿on (B)(6), 2015¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.